Event description:
I had essure placed in (B)(6) 2010 after 4 children, my husband and I did not want any more. I am a stay at home mother while he works in a factory 12-16 hr days. With the way the economy is and its already a financial nightmare raising children anyway..we wanted a permanent bc. At the time (2009-2010) there were no studies posted on the pros/cons of essure. All I had to go on was the essure website. I thought from what I read essure was the best thing for me. No down time, not being put to sleep etc. So (B)(6) 2010 I had it done. The procedure itself went great. Not much pain or cramps. After the first year, I started having sharp stabbing pains in my abdomen (in the area of my tubes). Each month the sharp stabbing pains would be a little worse than the previous months. I would actually double over from the pain. Then after 2 years my periods (which before essure were so predictable I could almost guess the hour it would start) were becoming more and more irregular and very heavy with lots of big clots. Now, after 3 years and 4 months I get pregnant. I went in to see my obgyn and do bloodwork, urinalysis, and ultrasound. When they did the test, I asked if they could see my coils, and with shock from the tech, she began searching. She found the right side. The left was no where to be found. Now I am at 16 weeks and worried sick about not only my health and life but now my unborn child's health and life. I have gained 25 lbs since having essure and can't seem to lose it. I have been running with oldest daughter (who is on the local high school lacrosse team) and still can't lose anything.